Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the penumbra smart coil (smart coil) pusher assembly. Kinks were present along the length of the pusher assembly. The pusher assembly mid-joint was proximal to the introducer sheath friction lock. The embolization coil was undamaged and intact with the pusher assembly distal detachment tip (ddt). Conclusions: evaluation of the returned smart coil revealed the pusher assembly mid-joint was proximal to the introducer sheath friction lock. If this occurs, resistance may be experienced when attempting to advance the smart coil through its introducer sheath. During functional testing, the smart coil was unable to advance from its returned position within the introducer sheath. Further evaluation revealed pusher assembly kinks. These kinks were likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure of the feeding artery in the middle meningeal artery (mma) using penumbra smart coils (smart coils). During the procedure, the physician successfully placed nine smart coils in the target vessel using a non-penumbra microcatheter. While advancing a new smart coil, the physician experienced resistance and was unable to advance the coil within its introducer sheath and; therefore, the smart coil was removed. Subsequently, the procedure was completed using new smart coils with the same microcatheter. There was no report of an adverse effect to the patient.